Manufacturer narrative:
The reported event was for patient death. As received, a partial lead connector portion was returned in one piece for analysis. Visual inspection of the lead revealed no anomalies, except for damages which are consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures. Conductor shorting of the lead was observed due to the inner insulation damage which is consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-32772, 2017865-2021-35945, and 2017865-2021-35946. During a remote follow-up, the patient expired due to an unknown cause. Upon investigation, inadequate high voltage (hv) output and functional undersensing was observed on the device. Technical support was contacted and determined the device was performing as programmed. There is no allegation the device or leads caused or contributed to the patient death.